Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
(B)(6). On (B)(6) 2008, an elevate posterior and apical graft was implanted. On (B)(6) 2010, pt had a 2 year f/u visit. During examination, mesh extrusion was found. The pt was not having any symptoms regarding exposed mesh. The exposed mesh was trimmed during the office visit.